Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A fill test, and force test were performed and no failures were observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 11-nov-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of call service 064-0001 (motor error occlusion at prime) alarms with high force. During testing, the pump successfully completed the ez-prime steps without any call service alarms or issues. The pump successfully completed the 24 hour duration test without any issue or call service alarms. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation. Unrelated to the original complaint, multiple cracks were observed in the battery compartment. (B)(4).